Event description:
It was reported that a patient experienced difficulty performing a supply change on the ilet system and chose to wait for a caregiver to assist, during which they reported elevated blood glucose with a maximum of 206 mg/dl and time above range of approximately 15 minutes without use of backup therapy or ketone testing. Symptoms included hyperglycemia without associated acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no emergency treatment. Investigation included troubleshooting and education provided by support staff. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event attributed to user difficulty completing the supply change and an unclear cause for the transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.